Manufacturer narrative:
Additional information was received, specifically the return of the device, and evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the pre-operative 58 year old male patient. The patient had been admitted to the medical center presenting in scai stage c shock. The patient had plans for a coronary artery bypass surgery and was transferred on support to the tertiary medical center. Other medical history was not shared. Upon admit to the tertiary center there was hematuria and pump repositioning was performed, but hemolysis was considered/diagnosed by the team. After 3 days of the support the team made decision to escalate from a cp to the impella 5.5 pump. When the patient was transferring to the operating suite to place the 5.5 the patient deteriorated and CPR was initiated. The team attempted to withdraw the cp during the CPR, placed cannula for the extra-corporeal membrane oxygenation and replaced the first cp with a new cp pump. The team did not place the 5.5 pump. The patient survived the resuscitation but, is noted be in critical condition, now in scai stage e shock. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
Corrected information were provided in d3, d10 and e1. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the serial and primary UDI number have been updated. Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Since insufficient clinical details were provided, data logs weren't available for investigation, and returned product was cut and unable to be fully investigated, the cause of the hemolysis could not be determined. Based on the clinical details provided that the patient was moved onto the or table shortly before positioning alarms along with no defects on returned product related to the issue, the cause of the positioning issue was determined to most likely be an unintended user error.